Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient was discharged post-implant, three hours later, the patient was taken to the emergency room. Patient was informed that there was bleeding around his heart. It was noted that the patient was checked post-procedure and the following day. The patient at that time had no complaints. The r-waves had dropped and was variable. No further information available at this time.